Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that in-stent restenosis occurred. On (B)(6) 2013, the patient presented with acute myocardial infarction and was referred for cardiac catheterization. The 99% stenosed target lesion was an eccentric, typeb2, deno novo lesion located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. The target lesion was 16 mm long, with vessel diameter of 2.25 mm, with a lesion bend of less than 45 degrees and timi flow of 1. The lesion was treated with predilatation followed by placement of a 2.25 x 16 mm promus element plus stent at 6 atmospheres. Following post-dilatation, residual stenosis was 0% with timi flow score of 3. Ten days post procedure, the patient was discharge from the hospital. On (B)(6) 2013, the physician presented due to coronary stenosis noted in the proximal and distal lad. Subsequently, percutaneous coronary intervention was performed to treat the event. Two days post procedure, the event was considered resolved.